Event description:
Patient reported "recall" and "I have a skin rash now". Patient later also reported "I had few a horrible flesh eating rash that after several dr. Appointments I have gotten it to a rash. I was really worried what the implants was causing to my health". Affected location unknown. Patient rep later reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in her body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement". Patient was not diagnosed with bia-alcl. The reported events ¿cellular damage¿, ¿physical pain and suffering from explantation¿, ¿permanent scarring and disfigurement¿ are not considered to be device related. Device has been explanted.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available a.t this time. Reason for reoperation: silicone migration. Visual analysis: visual analysis of the photographs identified: skin rash/dermatitis: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.